Event description:
It was reported that during implant of the right atrial (ra) lead, the physician broke the fixation mechanism after multiple attempts at placement. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. The analyst noted that there was no broken helix. Helix function test results were within specification.